Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections as backup therapy while waiting for the replacement pump, which was sent by customer technical support. The pump was confirmed to be under warranty, and the customer was instructed on returning the malfunctioning pump and steps to take once the replacement was received.